Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated. Received two nexiva 20ga units and paper top web (labels) from catalog number: 383536, lot number: 8235504. Visual/microscopic evaluation: the extension tubing was separated from the clear port of the winged adapter on both returned units. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned.

Event description:
It was reported that tubing on a bd nexiva¿ closed IV catheter system with dual port came off. Nurse noticed a small amount of blood leaking and found the tube had completely fell off the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing on a bd nexiva¿ closed IV catheter system with dual port came off. Nurse noticed a small amount of blood leaking and found the tube had completely fell off the catheter.